Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed.

Event description:
It was reported that during implantable pacing lead implant procedure, unable to insert stylet occurred. The ipl was removed. No patient complications have been reported as a result of this event.